Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 41 indicating an insulin shaft rewind error despite multiple restarts, and a replacement device and return materials were provided after troubleshooting and education were completed. Symptoms included hyperglycemia with a reported blood glucose up to 244 mg/dl for a few hours without ketone testing, medical intervention, or assistance, and without immediate health effects. Outcomes included temporary elevation of glucose managed without backup therapy or professional care. Investigation included review of device performance through customer troubleshooting, data synchronization instructions, and logistics tracking for replacement and return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.